Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the helical blade inserter appears to largely be in good condition. The red epoxy color-coding material is missing in one location (near the handle) and is peeling off at the location near the tip. The yellow epoxy color-coding material is also missing in one location (near the handle). Critical dimensions measured and confirmed to match drawing. The tfna instrument¿s technique guide was reviewed. The associated design input specifies the instrument will have a blunt tip at the end of the instrument that contacts the lateral femoral cortex and allows the user to visualize position in relation to the bone. The event cannot be replicated with the instrument received when it is used with a bone sample with a clear lateral cortex (sawbones). Most likely, the location (at the blade insertion point) and characteristics (highly-comminuted) of the fracture led the surgeon to buttress the guide sleeve into a position that was too lateral. As a result, the blade¿s final position was 3-5mm into the lateral cortex rather than flush with the surface. An additional defect was noticed during the product investigation. This defect is the absence and peeling of several of the color-coded epoxy features on the insertion handle. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was determined during the product development investigation, which was completed on september 2, 2015, that this complaint involves another device - a blade/screw guide sleeve. The fracture pattern was highly comminuted in the area where the blade guide sleeve should have made contact with the lateral cortex. It was difficult to determine the true position of the lateral cortex from the markings on the returned device. No radiographic images available. (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: april 10, 2015. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material, which was delivered as lot 83876 and 85221, is corresponding to the specifications. The hardness was measured at the time of the manufacturing between 45.4-46.2 hrc and was found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade inserter did not stop the helical blade at the desired position as it was inserted during a trochanteric fixation nail advanced (tfna) procedure. It was reported, as the surgeon was hammering the instrument to insert the blade, the blade advanced 3-5mm into the lateral cortex, which was more than the surgeon expected. The helical blade was backed out to the desired position and the procedure was successfully completed with no surgical delay. This complaint involves one device. This report is 1 of 1 for (B)(4).